Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation (mre) was completed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device manufactured date 01-oct-2003 and expiration date 31-oct-2007 were added per mre. The date of implantation was updated and estimated to be (B)(6) 2003 based on available information. If additional information is received, a supplemental report will be submitted as applicable. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture baker grade unknown, generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch number: that a female patient underwent an unspecified breast surgery with a 300cc mentor smooth round moderate profile saline breast implant and experienced postoperative unexplained systemic symptoms, including capsular contracture (baker grade unknown), headaches, tmj, stomach issues, diarrhea, cramps, diverticulitis, ear problems, problems with loud noises, infections, sinus problems, severe progressive issues flying, tubes in ears, severe vertigo, blurry vision, bruise easily, joint pain from head to toe, depression, anxiety, thoughts creep in because pain is so bad, chest tightness, and bad taste in mouth daily. Patient stated that she has an explantation scheduled in june. This medwatch report is for the left-sided implant.